Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with capillary glucose readings in the 40s and later recovering after oral carbohydrate treatment; the user had eaten dinner about an hour prior and recently started jardiance, and troubleshooting and education on hypoglycemia management were provided. No symptoms were reported at the time of the call. Outcomes included recovery to a glucose level in the 80s and improving, without emergency care or hospitalization. Investigation included customer interview and troubleshooting with education on oral glucose treatment. Investigation of this case revealed no device malfunction reported and resolution with standard carbohydrate intake. It was concluded that the event was hypoglycemia with an unclear cause, and the user stabilized after oral carbohydrate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.